Manufacturer narrative:
On 11/11/2019, device evaluation was completed. During evaluation of the sample, it was observed a tear located around the union between shell and patch. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Possible causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant and was presented with breast implant rupture on her left side postoperatively. The patient underwent bilateral explantation and replacement with catalog number: 3505004bc; serial number: (B)(4) on the left side, and with catalog number: 3505004bc; serial number: (B)(4) on the right side (B)(6) 2018.